Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had moisture under display screen and is not sure how moisture occurred. Customer's blood glucose was 460 mg/dl, which were treated with manual injections. Customer was advised that insulin pump would need to be replaced. No further information provided.